Manufacturer narrative:
Product analysis: analysis was able to confirm that the analyzer was unable to connect to the programmer. Analysis noted that the circuit flex cable of the analyzer was out of electrical specification. The analyzer was returned without repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was unable to connect to the programmer and displayed a message indicating a contact failure. The analyzer was returned for service. No patient complications have been reported as a result of this event.